Event description:
The home pt (hp) contacted a technical svc rep (tsr) and reported a negative total ultrafiltration (uf) volume at the end of the therapy using the homechoice automated peritoneal dialysis (apd) system. The incident was reviewed over the phone with the tsr, which revealed the apd therapy had completed with a total uf of -400mls. The tsr explained to the hp that the cycler was not programmed to expect a specific volume of uf. The tsr suggested that the hp contact his dialysis center nurse regarding possible implementation of the cycler's last manual drain feature including a specific uf target and alarm. The tsr also instructed the hp to lower the height of the cycler, which was positioned above the hp's bed. No cycler swap was requested and the hp continued to use the cycler for apd therapy. Follow up with the hp in 2008, revealed an overfill of solution may have occurred after the negative uf volume was encountered. According to the hp, he subsequently performed a continuous ambulatory peritoneal dialysis (capd) exchange per his normal dialysis routine. While performing the capd exchange, the hp drained 3400mls of fluid, which was 1000mls greater than the programmed last fill volume of 2400mls. A tsr was then contacted and the hp's cycler was replaced. The hp stated there was no pt injury or medical intervention as a result of this incident.

Manufacturer narrative:
.